Manufacturer narrative:
This report is submitted on april 5, 2023.

Event description:
Per the clinic, the patient experienced an infection at post-operative wound site and subsequently was treated with oral, topical and IV antibiotics (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted (specific date not reported). There are no plans to reimplant the patient with a new device as of the date of this report. Device analysis report attached. This report is submitted on may 02, 2023.

Manufacturer narrative:
Per the clinic, the patient experienced wound dehiscence and skin breakdown at the implant site, exposing the receiver/stimulator (specific date not reported). It was also reported that the patient was hospitalized for a duration of five days for topical, oral and IV antibiotics administration (specific date not reported). This report is submitted on may 23, 2023.